Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain"), genital haemorrhage ("persistent bleeding/ excessive bleeding") and dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)/") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multi gravida, parity 2 (number of live births: 2 ((B)(6) 1996, (B)(6) 2006)), bronchitis, uterine fibroids, genital herpes, cesarean section (cesarean section in 1996, cesarean delivery in 2006) in 1996, bunionectomy (foot/toes surgery procedure, low cervical bunion to right foot, left great toe correction as well (2008)) in 2008, discomfort in joints (chronic right knee problem), hysteroscopy on (B)(6) 2011 and induced abortion (2010) in 1995. Previously administered products included for an unreported indication: keflet, depo-provera, oral contraceptive pills and keflet. Past adverse reactions to the above products included swelling with keflet; and urticaria with keflet. Concurrent conditions included obesity, breast mass (left breast lump), soreness breast, dysuria, vulval lesion, cramps leg, ecchymoses, increased tendency to bruise, vaginal yeast infection, varicose veins (varicosity of the right lower thigh), vulval pruritus, patellofemoral pain syndrome, tooth infection, dehydration, urinary frequency, fever, alcohol use (socially), nonsmoker, vaginitis, vulvovaginitis, upper respiratory tract infection (unspecified type), uterine leiomyoma (unspecified location), cherry angiomas (cherry angioma of chest), trichotillomania (trichotillomania of eyelashes), dysmenorrhea, menarche (age at 13), adenomyosis (postoperative diagnoses) and metrorrhagia. Family history included type ii diabetes mellitus (paternal grandmother), essential hypertension, breast cancer (maternal great grandmother), hypertension (father, paternal grandmother), diabetes (father), kidney failure (father), dialysis (father), arthritis (father), pancreatic cancer (maternal grandmother and maternal grandfather -deceased).) And colon cancer (maternal grandmother). Concomitant products included anesthetics, general (general anesthesia) and antibiotics. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and nausea ("nausea"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced fatigue ("fatigue"), headache ("migraines / headaches"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems type: blurry vision"). In 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes describe"), back pain ("back pain (moderate)") and night sweats ("night sweats"). The patient was treated with valaciclovir hydrochloride (valtrex), paracetamol (tylenol), clindamycin, lotrisone (clotrimazole w/betamethasone dipropionat), surgery (salpingectomy and hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hormone level abnormal, menorrhagia, vaginal haemorrhage, fungal infection, urinary tract infection, female sexual dysfunction, urinary tract disorder, bladder disorder, headache, migraine, nausea, vaginal discharge, vision blurred and alopecia outcome was unknown and the genital haemorrhage, fatigue, back pain, dyspareunia and night sweats had resolved. The reporter considered alopecia, back pain, bladder disorder, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: condoms: 2011 to 2017 use for protection. She did not complications or problems that occurred at the time of your essure placement procedure. She had 2 trailing coils noted on the right tuba1 ostium and 2 trailing coils noted on the left tubal ostium. She did not retain the essure device or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Mammogram - on (B)(6) 2011: probable fibroadenoma. Mgm ordered; on (B)(6) 2011: bilateral breasts: bi-rads 2.; on (B)(6) 2016: bi-rads category 2 bilaterally. Urine analysis - on (B)(6) 2011: ua only with mod blood (blood in vault); on (B)(6) 2013: abnormal indicating dehydration fasting (B)(6) 2011: physical exam: scant white discharge noted in the vaginal vault. No odor. (B)(6) 2016, pelvic exam: findings: enlarged 10-12 weeks gestation. Tender lmp: (B)(6) 2016 (B)(6) 2016, pathology report: gross description: the specimen is received in formaline in a container, labled with the patient's name and designated "uterus, cervix, bilateral." It consiste of 10x6x5.0cm uterus with bilateral fallopian tubes with fimbriae attached. The uterus is weighs107 gm. The gross is tan with focal red fibrous adhesions in the mid to lower posterior wall. The cervical external os measures 0.3 cm. The portio vaginalis measures 2.7 cm. Representative section submitted labled a. The endometrium measures 0.3 cm and contains a 0.6 cm endometrial polyp in the upper anterior wall. The myometrium measures up to 2.5 cm. Thick and contains ill defined b (contain entire endometrial polyp) and c . A cornual regions contain a segment of tiny metalic coil measuring upto 2 cm in lenght and 1.0 cm in diameter. The right fallopian tube with no fimbira measures 7x0.6x0.6cm the entire distal end and two cross sections are subitted labled d. The left fallopian tube with fimbria measures 5x0.4x0.3cm and contains a 0.3 cm semi-transluent paratubal cyst. The entire fimbira and two cross sections of the tube with the paratubal cycst are submitted labled3. Microscopic examination: endometrial polyp beingn final diagnosis: uterus hysterectomy cervix-nabothian cyst endometrium- benign endometrial polyp myometrium- histologic fallopain tube bilateral - histologic . Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs and medical records received: reporters details added. Aka names added. Case medically confirmed. Event fatigue, vaginal discharge, headaches , pain, yeast infection, abnormal bleeding (vaginal, menorrhagia), pt did not undergo an essure confirmation test, hormonal changes describe, painful intercourse/ dyspareunia (painful sexual intercourse)/, back pain, night sweats, infection (bladder/ urinary tract/vaginal) type: utis, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, nausea, vision/eye problems type: blurry vision, hair loss. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.